Event description:
It was reported that the alarm indicators were inoperative. No patient involvement was reported.

Event description:
Additional information was received confirming that no patient was involved and the issue was found during preventative maintenance testing.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted and deemed unrelated to the current customer reported problem. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the housing damaged around the battery holder. Battery holder is damaged, the cap spins without stopping and the gauge bezel is cracked. Functional testing was able to replicate the reported problem. The root cause of the reported issue was found to be damage from customer use. Replaced broken alarm gauge bezel, replaced led printed circuit board (pcb) set, replaced MRI battery, sintered filter, o ring washer, and o rings. Device passed all functional testing.